Manufacturer narrative:
(B)(4). The DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. An oxford tibial tray one piece impactor fractured during surgery. A fracture occurred at the posterior foot. The instrument shows signs of repeated use, such as scratches and dents on the impactor¿s body and the anterior (adjustable) foot that might have weakened the structural strength. The fracture and damage of component may have been caused by the over impaction of the tibial tray. However, the exact cause of failure cannot be determined with the information provided.

Event description:
An oxford tibial tray one piece impactor fractured during surgery.